Manufacturer narrative:
The customer reports controls are acceptable. The customer is using reagent lot m004772. Service was not dispatched since this event is associated with a reagent issue. Investigation into root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high rheumatoid factor (rf) results on multiple patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The customer faxed example of about 30 patient results in which there were multiple patients with results between 20 and 30 iu/ml. Patient treatment was not impacted by this event.